Event description:
The customer reported to olympus they experienced resistance when engaging the olympus 25 g needle to inject botox and dexamethasone in vocal chords during an unspecified therapeutic procedure. The procedure had to be stopped three times to change the needle with the same patient. The procedure was completed using a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related MDR reports: 9614641 - 2024 ¿ 01152, 9614641 - 2024 - 01158.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was likely that the phenomenon ¿unable to inject liquid into the target tissue¿ occurred due to the compressive buckling on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors: the needle extended/retracted while the tube was coiled in inspection of operation, the slider was abruptly pushed, the angle of the distal end of the endoscope. A definitive root cause could not be identified. The event can be prevented by following the instructions for use (IFU): straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated; operate the slider slowly, otherwise the tube could buckle; do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion; when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged; insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument; stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they experienced resistance when engaging the single use injector needle to inject botox and dexamethasone during a therapeutic laryngoscopy procedure. The procedure had to be stopped three times to change the needle with the same patient and there was a 10-minute delay. The procedure was completed using a similar device. There was no report of patient injury or medical intervention associated with this event.